Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm on the insulin pump during the prime/compromised force sensor system test 4.0lbs due to a faulty force sensor resistor. The pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was trying to prime the insulin pump when the insulin squirted out but stopped when the act button was released. Customer stated that the pump requested to be primed and reset. Customer's blood glucose is 99 mg/dl. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.